Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the outer shaft of the renegade broke. A 135/20 renegade hi-flo kit was selected for use. During preparation, the packaging of the renegade that was pre-loaded with a transend guidewire was flushed but resistance was felt when tried to take out the catheter. Subsequently, the outer shaft of the renegade catheter broke when gently pulled out. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older device was evaluated by the manufacturer, the device was returned for analysis. The tip, inner/outer shaft and hub were microscopically and visually inspected. Inspection revealed a complete separation in the outer shaft located 34cm from the strain relief, and the inner shaft was stretched approximately 3.5cm. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities. The guide wire that was in the loaded in the shaft with the returned device was tested for functionality. While the guide wire could be advanced in the inner shaft, the wire could not be withdrawn. The inner shaft damage would not allow the wire to be withdrawn.

Event description:
It was reported that the outer shaft of the renegade broke. A 135/20 renegade hi-flo kit was selected for use. During preparation, the packaging of the renegade that was pre-loaded with a transend guidewire was flushed but resistance was felt when tried to take out the catheter. Subsequently, the outer shaft of the renegade catheter broke when gently pulled out. The procedure was completed with another of the same device. No complications reported and the patient was stable.